Manufacturer narrative:
The bx velocity stent (complaint product) was implanted during the index procedure to treat right coronary artery (rca) target lesion. The pt reported, he previously had a guidant stent implanted in this vessel. The product is not available for evaluation and testing. Add'l info will be submitted within 30 days upon receipt.

Event description:
A report received from the pt through the medical affairs department indicated that approx two months after implantation of a bx velocity 2.5x 13mm stent with hepacoat, the pt had chest pain. The pt was admitted emergently to the hospital. Coronary angiography revealed a 75% stenosis of the previously implanted stent. The restenosis was treated nineteen days later by implantation of a guidant stent. Add'l info has been requested but is not available at this time.